Event description:
It was reported that the siderail was not operating to specification. In addition, it was alleged that fowler was not able to operate properly.

Manufacturer narrative:
It was reported that the siderail was found by the stryker field tech hanging off of the bed, unable to function properly. Additionally, it was reported that the litter portion of the frame was bent inhibiting the fowler from fully flattening, unable to perform properly. This damage is attributed to customer abuse.